Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this device has not been returned and follow ups are in progress to obtain the device and further information. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Should new information become available or the device is evaluated, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted for approximately eleven (11) years and four (4) months, was explanted due to aortic insufficiency. Patient also had two vessel bypass during the same procedure.